Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 26-aug-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving fentanyl 4000 mcg/ml for a total dose of 1769.3 mcg/day via an implantable pump for non-malignant pain. It was reported the patient had been questioning the efficacy of the pump since (B)(6) 2018 due to increased pain. A dye study had to be delayed due to the patient's coagulation status. A dye study was performed on (B)(6) 2018 and showed scant cerebrospinal fluid (csf) to aspiration without free flow. It was noted they attempted injection with high pressure. The catheter access port (cap) contrast study on (B)(6) 2018 revealed the inability to aspirate or inject the catheter. A catheter revision was planned. Due to the question of the effects of high pressure on the pump and the age and "heath" of the patient, it was decided to replace the pump while the patient was in a health state to tolerate it. The pump and catheter were explanted/replaced on (B)(6) 2019. The device disposition was returned to manufacturer. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was increased pain and the device diagnosis was catheter occlusion. The patient's weight was (B)(6). The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
The pump was returned, and analysis found no anomalies upon microscopic inspection. The catheter was patent and passed pressure leak testing. If information is provided in the future, a supplemental report will be issued.